Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2019, dtma1q1 crt-d, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead extraction the right atrial (ra) lead broke. The lead was partially explanted due to the break and replaced. No patient complications have been reported as a result of this event.